Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of "intermittent connection while on battery", which was confirmed and reproduced during evaluation. The cause was determined to be two depressed battery pins that were unable to rebound as designed. The rear case assembly was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, it had intermittent power on the battery. There was no patient involvement.